Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space had failed. A field service engineer recovered the drawer and tested the device in test mode to resolve the issue. The system functioned as intended after the repair was completed by the field service engineer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary matrix drawer 7 failed and it required maintenance. Customer tried to reboot but issue doesn't resolve. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.